Event description:
A customer reported 2015 bf probe purge failure error on the aia-360 analyzer. The customer confirmed they had an adequate amount of wash solution. Technical support specialist (tss) instructed the customer to prime the b/f wash probe several times and clean the detection probes with alcohol and di water. The customer called back at a later time and stated the error recurred. The tss advised the customer to ensure there were no kinks in the line for the b/f wash probe. The customer repowered the analyzer, but error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error printouts. The fse did not try to reproduce the error due to suspecting the tubing was between the wash heater and the b/f wash probe, causing the reported issue. During troubleshooting the fse identified the tubing was disconnected. The fse reconnected the tubing between the wash heater and the b/f wash probe. The fse then cleaned the analyzer from the wash spillover. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors recurring. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaint found during the searched period. The aia-360 analyzer operator's manual under section 7-1: list of error messages states the following: error message: 2015 bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact tosoh local representative. The most probable cause was due to the tubing being disconnected resulting in an operational problem, cause traced to maintenance.